Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and a battery out limit before and after a battery change. Customer's blood glucose was 360mg/dl at the time of incident. Troubleshooting found that the customer cleared the alarm and the self test passed. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot.